Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the liner.

Manufacturer narrative:
Batch review performed on 03-aug-2023 lot 2246143: (B)(4) items manufactured and released on 09-mar-2023. Expiration date: 2028-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.